Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on behalf of the patient on (B)(6) 2016 to claim no vibration on (B)(6) 2016. There was no report of any injury or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(4) serial number - correction, lot number - additional, correction/additional information, device manufacture date - additional.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. A visual inspection was performed and no defects were found. A review of the data log did not find any errors related to the customer complaint. Functional testing was performed and the vibrator test failed. The reciever case was opened for further evaluation. Internal testing was performed and the tests passed. A manual drop test was performed and the test passed. The reported event of no vibration was confirmed through functional testing. The root cause was determined to be a defective vibrator assembly.